Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device setting at data synchronization setup screen and unable to complete synchronization. A field service engineer (fse) connected to the system remotely and attempted data synchronization, which initially failed. The network speed and duplex settings were changed to auto-negotiate, and a second synchronization attempt also failed. The rss component manager was then uninstalled and reinstalled. Data synchronization was restarted from the application and completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device remained on the data synchronization setup screen and was unable to complete data synchronization.there were no adverse events or injuries reported based on this event.